Event description:
The device was being used to monitor a patient in transit to the hospital. Reportedly, the device shut off some time during transport. The operator replaced device batteries, but the device was still inoperative. The facility reported that there were no adverse effects to patient treatment.

Manufacturer narrative:
The device was subsequently examined by the local factory service representative. The representative verified the device would not power on. The representative replaced the device power pcb assembly. A subsequent factory evaluation verified the assembly failure, however, component level root cause could not be determined